Event description:
A user facility reported the lma would not inflate after it was inserted in the pt. The lma was removed and the valve section was cut off and replaced with an "endotracheal tube" valve asssembly. The lma was then used without problem. There was no pt injury or problem. The user facility has returned the lma for eval.